Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing pain in on the left side of their chest that was not being resolved with over the counter medication. No signs of fever, chills, or redness. The patient was administered percocet for pain relief. There were no allegations against the functionality of the s-ICD but it is believed that the pain resulted from the implant procedure. No additional adverse patient effects were reported.